Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and heart block. The implantable pulse generator (ipg) exhibited pacing issues. The ipg remains in use. No further patient complications have been reported as a result of this event.